Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error, the night prior to the phone call, and stopped working. During the reinitialization process, the insulin pump had shut down. At the time of the phone call the customer's blood glucose was 401 mg/dl, which was treated with several manual injections. But, the night prior to the phone call, the customer's blood glucose was 110 mg/dl. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.